Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative open button on the pump head module keypad was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module keypad due to fluid ingress. The pump head module keypad was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.46.00. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an inoperative "open" button. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.